Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of call. No troubleshooting was performed. The insulin pump will be returned for analysis.